Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that part of a bd ¿stopcock q-syte was ¿melted/broken¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Unfortunately a lot number could not was not submitted for this complaint, and could not be determined from the photographs provided, preventing our investigation team from conducting a device history review. Samples and photographs were provided for the purpose of aiding our quality engineer's investigation, our quality engineers noted that the neck of the female q-syte was separate from the top body, and stuck with the body of male luer connector. Unfortunately our investigative team was unable to finalize the root cause for this complaint, this is due to an inability to replicate the observed damage to the device. Currently it is speculated that the issue may be related to cleaning solutions or incompatible medications that could have been used on the device. Bd will continue to track and trend for this issue. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that part of a bd stopcock q-syte was ¿melted/broken¿. There was no report of exposure, injury or medical intervention.